Event description:
During procedure the product snapped and broke while trying to use inside pt. The bag was put in as normal to retrieve specimen - pressed to deploy bag to retrieve and the metal piece that "lines" the bag was bent on one side which inhibited the retrieval of specimen.